Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and the investigation is in process. Once the investigation is complete, a supplemental report will be filed accordingly.

Event description:
Upon initial receipt and inspection by pcr device has an unpleasant cigar smoke odor. The event took place outside of surgery and there was no patient involvement. There was no harm or delay. No adverse events have been reported as a result of this malfunction.